Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2018 due to a high blood glucose of over 400 mg/dl. Blood glucose at the time of the call was not provided. The high blood glucose was treated via manual injection. The customer reported cracks on the pump and trouble with the buttons. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose declined. The insulin pump will not be returned for analysis.